Event description:
It was reported that the fiber broke when the pedal was stepped. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber was received in three pieces; therefore, the reported fiber break was confirmed. The fiber tip was degraded. Laser fibers are consumable devices and expected to degrade with use. The fiber was functionally tested, and analysis identified that bright and round light was exiting the connector face. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break and kink. A partial body break or kink could have occurred during the set up and use. Based on analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the fiber broke when the pedal was stepped. The procedure was completed with another device. There were no patient complications.